Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged she attempted to test on the aviva system but couldn't get a result due to an error message. Reporter stated that she did not take the 15 units of novolog with her meals as she normally would because of the error message. Reporter stated that at 7 pm, she started feeling dizzy as if she was hyperglycemic, she got another error message on the aviva system and she called the paramedics who arrived 10 minutes later and got a result of 549. Reporter stated that the paramedics gave her an IV, took her to the emergency room, where another result fo 549 mg/dl was obtained and she was given insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter stated that she discarded the device, so no product will be returned for evaluation.